Event description:
It was reported the programmer had artifact on the ECG (electrocardiogram) channel. The wires were checked and ruled out. It was further noted that the port used for slaving to the monitor was not reading clearly, and there was an error message. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).